Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled: "early outcome of tka with a medial pivot fixed-bearing prosthesis is worse than with a pfc mobile-bearing prosthesis". Literature article "early outcome of tka with a medial pivot fixed-bearing prosthesis is worse than with a pfc mobile-bearing prosthesis" (2008) by young-hoo kim md, sung-hwan yoon md, and jun-shik kim md published by clinical orthopedics and related research doi 10.1007/s11999-008-0221-8 was reviewed. The article purpose: to compare the results of 92 patients who had a competitor medial pivot fixed-bearing prosthesis implanted in one knee and a pfc sigma mobile-bearing prosthesis implanted in the other. The article reports: all of the included 184 tkas in 92 patients were performed between february 2004 and april 2004. The early knee society and hospital for special surgery knee scores, pain scores, and functional scores were worse for knees with the competitor fixed-bearing than scores for knees with the pfc sigma mobile-bearing prosthesis. The pain score with the competitor fixed-bearing prosthesis was considerably less (patients had more pain) at the final followup than with the pfc sigma mobile-bearing prosthesis. No knee in either group was revised. One knee with the pfc sigma mobile bearing prosthesis had an early deep infection. The patient was treated with open debridement of the knee followed by intravenous antibiotics for 6 weeks. No patient in either group had recurrence of deep infection. In the knees with a pfc sigma mobile-bearing prosthesis, a deep peroneal nerve palsy developed in one knee (0.5%). This resolved completely within 1 year of surgery. There were no bearing related complications in the patients with a pfc sigma mobile-bearing prosthesis such as bearing subluxation, dislocation, or failure. Patella were resurfaced in all knees in both groups. All implants were cemented although the manufacturer is not disclosed. Depuy products involved: pfc sigma mb complications: nerve palsy (1), infection (1), surgical intervention (1), pain (1), stiffness (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.